Manufacturer narrative:
Results of investigation: it was reported that during a tka procedure the genesis ii ps insert size 5-6 9mm could not be fixed during procedure. It was replaced by an identical sn backup inlay and was placed without problems. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. One part of this batch was obtained from stock. All dimensional features relevant for the connection between the insert and the baseplate were measured. No deviation was detected. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Some potential causes of the reported event could include but not limited to procedural/user variance, surgical technique used or size of device. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that during a tka procedure the genesis ii ps insert size 5-6 9mm could not be fixed into the right knee. It was replaced by an identical s+n backup inlay and was placed without problems. Surgery was delayed for no more than 30 min. Device was discarded and is not available for evaluation.

Event description:
It was reported that during a tka procedure the genesis ii ps insert size 5-6 9mm could not be fixed. It was replaced by an identical s+n backup inlay and was placed without problems. Surgery was delayed for no more than 30 min.